Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter did back to back blood glucose tests, one after the other, using separate finger sticks, hands, and strips. The result was 218 and 97 mg/dl. Rptr did not have any symptoms. Rptr said that the meter had been given, used, by a nurse friend. A control test was not done due to unavailability of supplies. On follow-up, the lifescan representative reviewed quality control procedures and testing methods with the rptr.